Event description:
Pump stopped in middle of infusion. No pt injury reported.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.